Event description:
It was reported that the patient presented in-clinic after receiving a patient alert for high, out of range, pacing lead impedance. High capture threshold was also noted. The lead was capped and replaced. The were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.